Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, on the second firing, only one side of the staple line was stapled. Wedge band bypass was observed. Another device was used to complete the procedure. There was no pt consequence.